Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported that she lost consciousness after her insulin pump inserted too much insulin based on inaccurate high cgm values. It is not known what the high cgm reading was at that time, but when the patient lost consciousness the cgm reading was reading 158 mg/dl. When the event happened, the patient was on the bus and was initially treated by her husband with a glucagon nasal spray and was also given glucose via injection (which most likely was also glucagon). It was stated that the patient did not need to go to a hospital after the treatment from the husband. Later that day when the patient was home and a fingerstick was taken, the cgm reading was 303 mg/dl and the blood glucose reading as 152 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.